Manufacturer narrative:
The pod was received in the not deployed position. The download data from the pod showed timeouts and a brief drive stall during priming. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. Thus, drive stall caused the needle to not deploy after the completion of the priming sequences. During investigation, the shape memory alloy (sma) wire assembly was measured and found to be out of specification. The pcb was removed from the chassis and sma assembly was examined. No damages or defects were observed that would contribute to the observed high resistances. The cause of the observed high resistances could not be determined. Inspection of the leadscrew found brass shavings and markings near the plunger base and further up. No damage was observed to the threads of the leadscrew. It could not be conclusively determined whether the brass contributed towards the drive stall and eventually the reported event. The exact cause of the drive stall and the device not deploying could not be determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that a needle mechanism failure occurred. Details regarding treatment were not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.